Event description:
It was reported that during a peripheral transluminal angioplasty, a balloon rupture and catheter shaft separation occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. After a 014×175 non-bsc guide wire crossed the lesion, the physician attempted to perform pre-ivus with a non-bsc catheter but was unable to cross the lesion. As the physician advanced the 1.5mm x 20mm x 142cm coyote es balloon catheter to the dorsalis pedis artery, resistance was encountered. They dilated the lesion for approximately 10 times and pulled the balloon to adjust for next inflation, however, the balloon was stuck at the calcified lesion. It was inflated and deflated at low pressure for several times and noticed that the contrast media was leaking and confirmed that the balloon ruptured. They inserted a non-bsc guide wire from the side of the balloon, but still unable to cross the lesion. So, the physician cut the hub of the coyote and a non-bsc sheath was inserted through the shaft. A 7fr90cmst mach1 guide catheter was then inserted to popliteal artery and tried to snare the balloon that was stuck with a 9-15mm non-bsc snare but it was unable to cross the arterial bifurcation located above the anterior tibial artery. Therefore, they pull the balloon catheter but the shaft was separated and the distal portion of the device remained inside the patient. No intervention was done to retrieve the fragments and the procedure was not completed as the patient presented with cli (critical limb ischemia) and impaired blood flow due to arterial occlusion. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a peripheral transluminal angioplasty, a balloon rupture and catheter shaft separation occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. After a 014×175 non-bsc guide wire crossed the lesion, the physician attempted to perform pre-ivus with a non-bsc catheter but was unable to cross the lesion. As the physician advanced the 1.5mm x 20mm x 142cm coyote es balloon catheter to the dorsalis pedis artery, resistance was encountered. They dilated the lesion for approximately 10 times and pulled the balloon to adjust for next inflation, however, the balloon was stuck at the calcified lesion. It was inflated and deflated at low pressure for several times and noticed that the contrast media was leaking and confirmed that the balloon ruptured. They inserted a non-bsc guide wire from the side of the balloon, but still unable to cross the lesion. So, the physician cut the hub of the coyote and a non-bsc sheath was inserted through the shaft. A 7fr90cmst mach1 guide catheter was then inserted to popliteal artery and tried to snare the balloon that was stuck with a 9-15mm non-bsc snare but it was unable to cross the arterial bifurcation located above the anterior tibial artery. Therefore, they pull the balloon catheter but the shaft was separated and the distal portion of the device remained inside the patient. No intervention was done to retrieve the fragments and the procedure was not completed as the patient presented with cli (critical limb ischemia) and impaired blood flow due to arterial occlusion. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was received inside a coyote es shelf box that matched the information on the device. The manifold, balloon, markerbands and distal tip were not returned for analysis. There was an outer shaft separation on the proximal and distal end of the catheter. The inner shaft was separated 57cm from the proximal outer shaft separation. The fracture faces were jagged and stretched, which suggests that the separations may be related to tensile overload. The distal end was stretched and kinked. Product analysis results are consistent with the reported information. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).